Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify MRI anomaly and motor error alarm due to blank display. Motor passed motor test. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was 287 mg/dl at the time of the incident. Customer stated drive support cap appears normal. Customer stated they were able to rewind insulin pump. Customer stated they had dental x ray. Customer stated insulin pump had more than one motor error within the last 30 days. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.